Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) lead pacing impedance measurements of greater than 3,000 ohms. It was noted there were no observations of noise. Technical services discussed possible causes and recommended to evaluate the patient in the clinic and reset the alert condition. At this time, the system remains in service. No adverse patient effects were reported.